Manufacturer narrative:
Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion. No damage was noted to packaging and no issues were encountered when removing the device from the hoop/tray. It was reported that stent dislodgement occurred during removal of the stent following failed delivery to the lesion. The dislodged stent was not removed from the patient.